Event description:
When an alarm activated on the ventilator, it did not alarm at the nursing station. The ventilator was in use and the customer reported there was no patient harm. Service technician verified that there was no output signal from the ventilator's remote alarm port. The service technician replaced the main pcb board to correct the problem. Performance verification and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications. Factory failure analysis of the main board found a broken solder connection creating intermittent contact.